Event description:
Placed pt on ECMO bypass. 45 mins into bypass, device became undone (not yet tie banded) from tubing. Dr indicated malfunction did not contribute to the death of the pt. Pt was in extremely poor condition and they were employing extreme means to attempt to save the pt. Device was not secured to pt as per directions.